Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter (B)(6). A getinge field service engineer was dispatched to evaluate the unit. He stated that replacement of temperature sensor is required. He replaced temperature sensor to resolve the issue. The unit passed all functional and safety test and returned for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had overheating issue. There was no patient harm reported.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation).